Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the d6a implantation date was not available at the time of the initial report and has now been provided following follow-up. Upon review, it was identified that the d6b explantation date was not available at the time of the initial report and has now been provided following follow-up. Corrected/updated h3 the device evaluated by manufacturer. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
The device was returned d9 was updated. The investigation is underway a supplemental will be sent once completed.

Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that when an automated impella controller (aic) was turned on for use in a clinical procedure, the message ¿system self check failed, change console immediately¿ was displayed. The aic was exchanged for another unit, and no further issues were reported. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.